Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captiva stent graft was implanted during the endovascular treatment of a type b dissection in the thoracic aortic . The proximal part was positioned in zone 1 to the valiant and a non mdt stent graft was placed in the periphery. It was reported that during a follow up CT on an unknown date, a type a dissection was noted with an entry near the valiant's proximal bare stent. No symptoms were noted. Per physician, the cause of the event was not identified. No additional clinical sequelae were reported and the patient will be monitored.